Manufacturer narrative:
This MDR was generated under protocol (B)(4). As a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual inspection observed that the device was in excellent condition. During power up process, the reported problem was duplicated. After the initial power up, the battery led light disappeared and battery communication timeout error followed; issue was also noticed with a new battery. The root cause of the reported issue was found to be interconnect board does not operate as intended. Replaced interconnect board. Performed power up process and all functional testing which passed.

Event description:
It was reported that there was a time out error. No patient injury was reported.